Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9599f batch 20099411 was received for evaluation. The device arrived separated from the reported ar-9597-10 angled reamer sleeve. Visual inspection revealed discoloration spots all around the device. The complaint allegation was not confirmed. The device arrived separately for evaluation, and no evidence of failure was received. The most likely cause of the reported failure may be attributed to abnormal use. Specifically, the ar-9599f is not designed to be inserted into the ar-9597-10, and such misuse could result in device malfunction or damage. Refer to the investigation pictures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/21/2025, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9599f depth guage full augment were cold welded together. This was discovered during the case with no patient harm.